Manufacturer narrative:
Additional narrative: (B)(6). The investigation is based on the service & repair record received. The device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has been serviced. The service technician noted the following action taken maintenance. During the pre-repair diagnostic assessment the service technician identified the following failure: motor blocked, seized, rough running. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. A service history review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device kept on running when switched off. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.